Event description:
It was reported that the patient's lead had migrated. The lead was explanted from the left side and was replaced with a new lead on the right side. It was additionally reported that the patient had a prematurely low battery, which was also replaced during the procedure. It was post-operatively noted that the patient had utilized an "amplitude up to 8.5" with their previous device. In recovery, the patient reported sensation on all four standard programs with "sensation in her vagina." If further information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v700596, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
The previously reported conclusion codes no longer apply to this event.